Event description:
The manufacturer became aware of a post market clinical follow-up (pmcf) from university hospital southampton nhs foundation trust. The title of this report is ¿a post-market clinical follow-up of the treatment of fractures of small and long bones and of the pelvis with the asnis® iii cannulated screw system¿ which was published in (B)(6) 2018 and is associated with the 6.5mm asnis® iii cannulated screw system. Within that publication, post-operative complications/ adverse events were reported, which occurred between april 2011 and december 2015. It was not possible to ascertain specific device or patient information from the article, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 22 complaints were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses avascular necrosis. 3 out of 4 cases.

Manufacturer narrative:
New information in device code, clinical signs code and health impact code sections.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Disposition unknown.

Event description:
The manufacturer became aware of a post market clinical follow-up (pmcf) from (B)(6). The title of this report is ¿a post-market clinical follow-up of the treatment of fractures of small and long bones and of the pelvis with the asnis® iii cannulated screw system¿ which was published in december 2018 and is associated with the 6.5mm asnis® iii cannulated screw system. Within that publication, post-operative complications/ adverse events were reported, which occurred between april 2011 and december 2015. It was not possible to ascertain specific device or patient information from the article; a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication. Therefore, 22 complaints were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses avascular necrosis. 3 out of 4 cases.